Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. The physician wanted to break the patient's ventricular tachycardia by using ventricular non-invasive programmer stimulation, but the programmer was in an ongoing episode and did not respond. The physician was unable to stimulate or reprogram the device with the programmer. The patient was shocked externally to break the arrhythmia. The patient was in stable condition.